Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 38mg/dl with no signs or symptoms of hyperglycemia associated with a loss of prime issue. The patient reportedly did not require assistance of a third party to treat the low bg, and the patient reportedly remained on insulin pump therapy. Troubleshooting indicated that the pump had emitted loss of prime warnings, and that the patient had primed while attached in response to the loss of prime warnings. Troubleshooting indicated that the cartridge was not being used per the instructions for use, and it was determined that improper cartridge use was the cause of the alleged loss of prime warnings. There was no indication or allegation of a product malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: no defect was found. Unable to duplicate the reported complaint; information for complaint is overwritten the black box begins on (B)(6) 2014. Date of prime issue was (B)(6) 2014; the black box data for the event is overwritten. Review of the current black box shows no loss of prime warnings.. An ezprime and 24hr duration test were completed with returned battery cap/returned cartridge cap; no loss of primes warning were duplicated. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The tdd¿s add up correctly and reflect the user programmed basal rate. The force sensor calibration check showed the pump is detecting the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.